Manufacturer narrative:
Results of investigation: the suspect component was returned to vyaire medical for evaluation. However, the exact root cause is not determined as there was no performance issues found/ detected to unit. Return analysis visual inspection of the unit under test (uut) found no indications of damage or misuse. Bellavista unit ventilation was cycled with default ventilation settings for 1 hour and functioned as expected with no alarms or warning messages. Ventilation was then cycled for 1 hour with 70% o2 and then 100% o2 and functioned as expected with no alarms or warning messages. Power was cycled 10 times and the bellavista vent functioned as expected with no issues, alarms, or warning messages. The reported complaint was not duplicated in the fa lab. Log file evaluation(non return analysis)-investigation on affected part on similar cases came to conclusion that the regulated pressure remains above the alarming threshold for flow rates of up to 3 lpm at supply pressures lower than 4 bar. The acceptance threshold as per the new alarm criterion introduced with software v6.0.1800.0 is 1 lpm. This leads to the conclusion that this pressure regulator is indeed defective.

Event description:
It was reported to vyaire medical that the bellvista1000 us had alarm 388 - no o2 dosing possible. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for investigation. However, log shows that alarm 271 and 388 occurred together. Initiated insp block replacement under warranty. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.